Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's physician received an alert for out-of-range shock impedance. Boston scientific technical services (ts) was contacted to review the device data for the measurement. The shock lead impedance recorded a measurement of 3 ohms. Ts discussed additional testing to ensure lead integrity. There was no oversensing noted and further testing that day provided stable measurements. Additional information indicates that the patient was not brought in for additional testing. There have been no adverse patient effects. The lead remains in service.